Manufacturer narrative:
(B)(4). Additional information: the system error 2240 was identified during a review of a returned hc (homechoice) device with occurrence (B)(4) 2010; there was no report for this alarm called in by the customer. It is not evidence that problems with the hc contributed to se 2240. The assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A system error (se) 2240 was found during a review of the event logs of a returned homechoice (hc) cycler. This occurred on (B)(6) 2010 during the initial drain cycle.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted.